Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure; the doctor's hand got a small burn upon using the unit with a non-medtronic handpiece. Biomed states that when the unit was tested to the analyzer, the leads/banana leads also burnt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the doctor got burnt upon using the unit. Biomed states that when the unit was tested, the leads also burnt.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the monopolar 1 receptacle was worn. Functional testing noted that the generator passed all testing, showing the unit functioned as expected. The issue was resolved by replacing the monopolar 1 receptacle, the steering relay pcba and the flex ladder cable. It was reported that the doctor's hand got a small burn upon using the unit with a non-medtronic handpiece. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported conditions of 'a worn monopolar 1 receptacle' and 'error code 227 at startup due to a faulty optoisolator u515 on the steering relay pcba.' The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified of 'partially broken pin on the flex ladder cable.' The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.